Manufacturer narrative:
A patient had their scs system replaced with a drg system due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01507. Related manufacturer reference number: 3006705815-2021-01508. It was reported the patients experienced ineffective stimulation with their scs system. As a result, surgical intervention was undertaken wherein the system was explanted and replaced with a drg system.